Event description:
The hcp reported the pt was experiencing increased spasticity. The pump was explanted and replaced due to "unk malfuncion."

Event description:
The hcp reports that, at refill, all 18 cc were aspirated from the pump. The patient is reported to have recovered without sequela.